Event description:
The customer reported a contained leak from the cap piercer waste valve of the unicel dxc 800 synchron system. The customer switched off the cap piercer on the instrument and proceeded to run uncapped samples. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and determined that the cap piercer blade broke and was lodged in the wash waste valve. The fse replaced the cap piercer wash assembly to resolve the issue and verified the repair as per established procedures. Results: cap piercer blade. (B)(4).